Manufacturer narrative:
Only the broken basket wire was returned for the investigation. The investigation confirmed that the basket wire was broken at the junction with the pipe. There were no abnormalities found upon investigation of the condition of the solder part and the outer diameter of the pipe and the basket wire. In addition, the distal end of the basket was deformed. As the result of checking the manufacturing record of the same lot, there were also no abnormalities noted that may lead to this event. The user facility informed us that the mucosa was taken in the basket since the pt had est procedure in past days and the intrabiliary mucosa become flabby. Thus, omsc considers that pt's condition might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during ercp the doctor found large two calculi and a small one and attempted to crush them. When he grasped one of large calculi and pulled the basket to the papilla, then it fell to the duodenum without crushing. He tried to grasp other large calculus into the basket but took in small calculus. He attempted to crush the calculus after he pulled it to the papilla but he grabbed pt's mucosa and the knob of bml handle could not be rotated. After that, the basket could not be withdrawn and it was stuck inside the pt. After the doctor cut the handle side of the sheath and withdrew it, he tried to connect the remained basket wire to a competitor's handle but failed. He inserted a second lithotripter into the endoscope but could not insert it into the bile duct. The facility decided to abort the procedure because three hours had passed since the operation. The doctor covered the basket wire with unspecified tube and completed procedure with the basket wire coming out through the pt's nose. Three days later, the doctor performed additional procedure and the basket wire could be released from the pt. The doctor said that the pt was doing well.